Event description:
A peritoneal dialysis (pd) patient reported she found a fluid leak following a discontinued treatment. The patient received a m41 pt sensor to high warning on the cycler and discovered fluid leaking from the stay safe connector. The patient was advised to contact her pd nurse. The set was retained and will be made available for evaluation. During f/u the patient's caregiver reported that the patient was not given any antibiotics and there are no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.